Event description:
It was reported that post implant the patient presented to the doctor's office with increased dyspnea and fatigue. An x-ray was performed and showed the left ventricular lead to be dislodged and retracted all the way back to the pocket. A new left ventricular lead was attempted but caused diaphragm stimulation. The lead was withdrawn and the original lead was repositioned with elevated thresholds instead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the outer tubing overlay and the distal conductor (not obstructed), and blood was found in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the outer tubing overlay and the distal conductor (not obstructed), and blood was found in/on the helix/lobe mechanism.